Event description:
Doctor reported events of "rotation of the port" from journal article: "own experience improving port implantation in laparoscopic adjustable gastric banding", videosurgery and other miniinvasive techniques 2012; 7/2: 82-88. This medwatch represents the 6 cases of port rotation listed in table vi on page 85 of the article.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual exam may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Displacement is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."